Manufacturer narrative:
The device was returned and evaluated. The device was found to have a non-functioning blood glucose meter board, resulting in readings falling outside of tolerance. Exact cause of the outlier readings could not be determined. Replacing the blood glucose board resolved this issue. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported the following history: (B)(6). The patient reported experiencing two meter error 3 during this time period and the blood glucose meter was reading incorrectly.